Event description:
Electrode was used for an osteoid osteoma ablation procedure on the left femur. Near the end of the procedure it was noted the pt received a skin burn at the entry site. The procedure was completed with this probe. The pt was treated with cool saline and ointment. No other complications were reported. This device has not been received for evaluation. Therefore, no failure analysis is available and co is unable to determine if the device met its specifications. The lot number provided by the user facility for this device is not a valid lot number according to MFR's database. Therefore, a lot history search could not be performed. Follow up indicated this electrode was used for a bone ablation procedure, which is an off-label use of this device. Additionally, this device was inserted into a metal introducer which MFR believed caused this event; MFR does not attribute it to the device. Directions for use state: "the leveen electrode is intended to be used in conjunction with a radio therapeutics corp radiofrequency(rf) generator for the thermal coagulation necrosis of soft tissues, including partial or complete ablation of nonresectable liver lesion. Localized burns to the pt or physician may result from electrical currents being carried through conductive objects, such as metal cannulae or scopes, or from metal objects in close proximity to the electrode array or cannula. Use of this device results in localized elevated temperatures which can cause thermal injury to the skin if the electrode is deployed in a shallow position. In addition, tissue or organs adjacent to the tissue being ablated may be thermally injured".